Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8239967. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-08-27. Medical device lot #: 8274810. Medical device expiration date: 2023-12-31. Device manufacture date: 2018-10-01." Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the printing was illegible on packaging with a 0.5 ml bd ultra-fine¿ ii insulin syringe. There were 4 occurrences with batch 8274810, and one occurrence with 8239967. The following information was provided by the initial reporter: package printing defect: lot.8274810 -->duplicate lot = 4. Lot.8239967 --> duplicate lot = 1.

Manufacturer narrative:
Investigation: customer returned photos of shelf cartons of 1/2cc, 8mm, 30g syringes from lot # 8239967 and lot # 8274810. Customer states that there is a duplicate lot and a torn box. The attached photos were examined and exhibited double printed lot numbers, manufacturing dates, and expiration dates on the shelf cartons for both lot # 8239967 and lot # 8274810. The attached photos also exhibited a crushed shelf carton from lot # 8239967. A review of the device history record was completed for batch# 8274810. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for missing print on lot code. A review of the device history record was completed for batch# 8239967. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection of the photos for lot #8239967 found impact damage to the corner of the carton. Unable to determine the condition the corresponding corner of the case packaging from the photos. The lot code on (1) of the (5) cartons had shadow print. Dates of manufacture for the packaging was 24jan2019 through 26jan2019. Review of DHR and maintenance dispatches found no notifications related to carton damage or shadow print for lot coding. Visual inspection of the photos for lot #8274810 found the lot code on (4) of the (5) cartons had shadow print. Dates of manufacture for the packaging was 26jan2019 through 27jan2019. Review of DHR and maintenance dispatches found no notifications related to carton damage or shadow print for lot coding. Unable to determine root cause.

Event description:
It was reported that prior to use it was discovered that the printing was illegible on packaging with a 0.5 ml bd ultra-fine¿ ii insulin syringe. There were 4 occurrences with batch 8274810, and one occurrence with 8239967. The following information was provided by the initial reporter: package printing defect lot.8274810 -->duplicate lot = 4, lot.8239967 --> duplicate lot = 1.